Manufacturer narrative:
(B)(4).. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a high and a low blood glucose level. Blood glucose level at the time of the incident was 35 mg/dl and treated with food. Blood glucose at the time of the call was 182 mg/dl. Customer stated their healthcare provider adjusted the settings due to low blood glucose and the blood glucose went up. Troubleshooting did not show any malfunction of the insulin pump. The insulin pump was not replaced or returned for analysis. Frn-mmt-326-rsvr, unomed set.